Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a vns patient received a high impedance warning during device diagnostic testing. Device diagnostics performed 9 months prior to receiving the warning reportedly confirmed proper device function. The patient's treating vns therapy physician indicated that there had been no events of trauma, patient manipulation or adverse events. X-rays of the patient's device were received by the manufacturer and a review of the images revealed no anomalies which could have contributed to the reported event.